Manufacturer narrative:
Returned product was examined under magnification. Screw fractured approximate .08" from top of head. Fracture was most likely caused by increased resistance in the screw and excessive torque to overcome the resistance. Screw threads near fracture site have been deformed in a manner consistent with pliers being used to remove the screw. Remainder of screw has no signs of damage.

Event description:
While implanting a hexalobe screw, the screw broke. Removal of the broken screw from the bone caused a 1 hour delay in surgery.